Event description:
During a surgical procedure while the surgeon was fulgurating tissue, the vapor trode fell apart inside the pt. No pieces fell into the pt. No harm to the pt.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.